Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva dual chamber bag was leaking. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation but was heavily contaminated; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.